Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported: this pump had been transferred and sold in the system and had the last pm cancelled, transferred to our data base and created a new pm work order. Completed pm with agilia software. Replaced upstream sensor and flashed board. Replaced battery and the membrane. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.